Event description:
The customer passed away. The family member stated that they cause of death is believed to be a heart related. It was indicated that the day before the event, they had a high bgs and possible leaks in the tubing. The customer took a bolus to treat their high bgs and the next morning bgs were low. The customer was wearing the pump at the time of death.